Event description:
It was reported that during a da vinci s total benign hysterectomy procedure a wire was in a loop on a mega suturecut needle driver instrument. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. A wire in a loop was initially reported; however, for clarification,the nonconformance was a frayed grip cable. The frayed cable section sticks out at the instrument's wrist. The idler pulley exhibited no damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.